Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported by the nurse. On an unreported date, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11a13040 and h10k12118 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.